Event description:
User facility medwatch report mw5185818 received that states " per dictated surgeon report, leaflet broke during insertion of st jude mechanical valve placement model # 25agf n-756 serial # (B)(6) size-25mm. Patient is a 64 y.o. Female with personal medical history significant for bicuspid aortic valve with stenosis status post-surgical aortic valve replacement with a mechanical prosthesis in (B)(6) 2025, nonobstructive coronary disease, hyperlipidemia, deafness and hypothyroidism. It was reported that on (B)(6) 2026, a 25mm sjm regent heart valve w/ flex cuff was chosen for a procedure. During insertion, the leaflet got broke.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.